Event description:
A hospital in another country, reported via a distributor that during an rt100 adult breathing circuit pre-inspection, an alarm sounded on the mr850 respiratory humidifier base due to the heater wire of the breathing circuit being open circuit. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The electrical resistance of the heater wire in the inspiratory and the expiratory tubes of rt100 adult breathing circuit was tested using a multimeter. Results: the electrical resistance of the expiratory heater wire was within the product test specification. The inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot info had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fall are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate of occurrence of devices sold worldwide in the last year 2009.